Event description:
The complaint is reported as: "guide wire bending when physician attempting to advance it during arterial line insertion. Additional kit opened; same issue. On third kit physician able to successfully advance and cannulate the vessel." No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). Associated MDR#s 3006425876-2023-00083.

Manufacturer narrative:
(B)(4). Associated MDR#s 3006425876-2023-00083 and 3006425876-2023-00082. Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "guide wire bending when physician attempting to advance it during arterial line insertion. Additional kit opened; same issue. On third kit physician able to successfully advance and cannulate the vessel." No patient harm was reported. The patient's condition is reported as fine.